Event description:
The customer stated that her blood glucose was tested using her contour meter and the reading was 65 mg/dl. Paramedics were called as a result of the low reading. When paramedics arrived, they received a blood glucose reading of 20 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the different clinically significant. The customer stated that paramedics gave her an injection to raise her blood glucose. The customer did not have any test strips left that gave her the 65 mg/dl reading. No product will be returned.